Manufacturer narrative:
Report source: event occurred in (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they were traveling through (B)(6) and their implantable neurostimulator (ins) turned off by itself while they were in (B)(6) on (B)(6) . The ins had possibly turned off while going through a security checkpoint. The patient was not doing well without the deep brain stimulation (dbs) therapy and they were "not pretty." The patient did not have their patient programmer with them, but they did have their recharger. The patient was able to use the recharger to turn the ins back on to resolve the issue. No further patient complications were anticipated. The patient's indication for use is parkinson's dual and movement disorders.